Event description:
It was reported the pt acticon device has not been functioning for some time. It was noted that despite the device not working the pt was able to maintain fairly good control through a modified diet, however is anxious to have a revision in hopes of receiving optimal care for his fecal incontinence. The revision surgery is scheduled for (B)(6) 2013. The device remains implanted at this time. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.